Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a completely broken grip tip. A piece approximately 1.0310" x 0.2390" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip show damage. The instrument was found to have a broken distal clevis at the base of the clevis. The broken pieces were not returned, measuring roughly 0.3705¿ x 0.2230¿ in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do show damage. The grip pin is dislodged and grip tip broken. The grip pin is dislodged as a result of completely broken grip tip. The pin is returned. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm cadiere forceps instrument's tip broke while grasping uterine tissue. It had 6 uses remaining. No fragment fell into the patient. The procedure was completed with no reported injury.